Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed a high pacing impedance on the right ventricular lead, that had more than doubled it's previous stable impedance. Additionally, there was a rise in capture threshold. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition throughout.